Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic with far field p-wave oversensing on the right ventricular lead. The device was reprogrammed, however oversensing was still seen. Imaging was ordered which showed dislodgement of the lead. The lead was explanted and replaced on (B)(6) 2018.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.